Event description:
We have been informed that during vitrectomy procedure, when using the laser and laser module an error message occurred. Unable to solve the error message, it was decided to not perform the laser treatment but to reschedule it. No report that actual patient harm occurred.

Manufacturer narrative:
In regard to this complaint, logfiles and pictures were provided for review. Review of the logfiles and pictures confirmed the occurrence of the reported las4 error message, it is related to the laser stop emergency button. However logfiles indicated that this button was not activated on the day of the reported event, therefore it is advised to replace the laser module. Unfortunately, the complaint cannot be further investigated nor confirmed conclusively as no product was returned to d.o.r.c for investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident. All similar incidents related to the eva surgical system are included in the analysis (lm-las4 -*). Since 2020 more than (B)(4) surgeries have been performed with the eva surgical systems installed. Please note that the failure code lm-las4 will not always lead to a delayed surgery. Please note that while the 2023 incident numbers are up to date, the 2023 installed base figures are from (B)(6) 2023. As in general the installed base increases, the actual number of devices in the market most likely is slightly higher.

Manufacturer narrative:
In regard to this complaint, logfiles and pictures were provided for review and a laser module provided for investigation. Review of the logfiles and pictures confirmed the occurrence of the reported las4 error message. Investigation of the returned laser module revealed the presence of the error f04b in the laser memory and revealed that the shutter parameters were set on older settings. These settings will make the shutter "sticky"; not switching in time. This caused the eva surgical system to display the reported error message. Based on investigation results, it was determined that the reported complaint is attributable to old shutter settings. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Please note a corrective action related to this issue has been implemented. The related laser module was manufactured prior to this implementation. Complaints will be closely monitored to identify any significant adverse trends.a corrective action has been implemented: the shutter settings were improved to prevent the shutter to get stuck (scar 2018-0033) all similar incidents related to the eva surgical system are included in the analysis (lm-shut-sticky). Since 2021 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a delayed surgery. Please note that while the 2023 and 2024 incident numbers are up to date, the installed base figures are from (B)(6) 2023. As in general the installed base increases, the actual number of devices in the market most likely is slightly higher.

Event description:
We have been informed that during vitrectomy procedure, when using the laser and laser module an error message occurred. Unable to solve the error message, it was decided to not perform the laser treatment but to reschedule it. No report that actual patient harm occurred.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during vitrectomy procedure, when using the laser and laser module an error message occurred. Unable to solve the error message, it was decided to not perform the laser treatment but to reschedule it. No report that actual patient harm occurred.